Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that the device was exposed to an MRI while her husband was in the hospital due to a fall, and she was wearing the insulin pump. The device was alarming repeatedly motor error, and the displacement test could not be performed. Advised the customer to revert to back up plan until the replacement of the insulin arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase.